Event description:
It was reported by the rep the device was used during a colon rectal resection. It was reported the distal end of the colon did not have staples and had to be hand swen. There was no consequence to the pt.